Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip, cracked battery tube threads, and cracked end cap.

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states drive support cap appears normal. Customer's blood glucose was 133 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.